Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction code occurred again, which customer understood.